Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure on (B)(6) 2016 for atrial fibrillation with a stockert 70 generator and an ez steer thermocool non navigational 4mm catheter. There were no errors reported on biosense webster equipment. On (B)(6) 2016, the patient returned to the hospital with complaints of gastrointestinal issues. The computed tomography revealed an esophago-pericardial fistula (no left atrial involvement). Surgical repair of the esophageal injury was successfully completed. The patient required hospitalization for surgical intervention and recovery. The patient outcome is improved. However, residual effects are uncertain. The physician¿s opinion regarding the cause of the adverse event is that it was related to the cryoablation performed near the right superior pulmonary vein. It was noted that the esophageal temperature probe was not behind the heart at the beginning of one freeze. When the temperature probe was pulled back, it displayed a reading of 25 degrees celsius. As far as staff could remember, there were no radiofrequency applications at the site of injury. It was noted that the physician does not believe that a biosense webster product was responsible for the injury. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. A repair follow-up was performed and the device was not shipped for service. Service was declined. Complaint was unable to be confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Concomitant products: webster coronary sinus with auto ID catheter: model #: d-1353-04-s. Coolflow pump: model #: m-5491-02, serial #: (B)(4) are related to the same incident. (B)(4). Event description continuation: the physician¿s opinion regarding the cause of the adverse event is that it was related to the cryoablation performed near the right superior pulmonary vein. It was noted that the esophageal temperature probe was not behind the heart at the beginning of one freeze. When the temperature probe was pulled back, it displayed a reading of 25 degrees celsius. As far as staff could remember, there were no radiofrequency applications at the site of injury. It was noted that the physician does not believe that a biosense webster product was responsible for the injury. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a stockert 70 generator and am ez steer thermocool non navigational 4mm catheter and suffered an esophageal fistula requiring surgical intervention. On (B)(6) 2016, the ablation procedure was conducted. The majority of the procedure was conducted using non-biosense webster products to include esi velocity mapping system and a medtronic cryoablation catheter. The ez steer thermocool non navigational 4mm catheter was used for "touch ups". The cryoablation balloon freezes were between 180-240 seconds at each vein. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding cryoablation balloon temperatures. There were no errors reported on biosense webster equipment. On (B)(6) 2016, the patient returned to the hospital with complaints of gastrointestinal issues. The computed tomography revealed an esophago-pericardial fistula (no left atrial involvement). Surgical repair of the esophageal injury was successfully completed. The patient did not require extended hospitalization with the initial procedure but did require hospitalization for surgical intervention and recovery. The patient outcome is improved. However, residual effects are uncertain. Activated clotting times were reported to be between 343-392 seconds during the suspected event time.

Manufacturer narrative:
Additional information was received on march 16, 2017 on the patient's current condition stating that the patient is improved and doing well. (B)(4).